Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event on (B)(6) 2016 while on the pump. The reporter stated that the patient had a blood glucose of 38 mg/dl with no symptoms of hypoglycemia. The reporter stated that the patient did not receive any treatment above and beyond the usual course of diabetes management. The patient remained on the same pump following the alleged blood glucose excursion. The reporter stated that the alleged issue was due to an inadvertent infusion of insulin during an attempt to reprime the pump following an auto off alarm. This complaint is being reported based on the allegation that the patient inadvertently infusing themselves with insulin following an alarm from the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: the alarm history showed an auto off alarm on (B)(6) 2016 at 04:01; the next prime was recorded at 04:32. The pump booted to the verify screen with audible and vibratory features. The ezprime steps were successfully completed. The pump clearly displayed the message ¿disconnect infusion set from your body" on the rewind screen and ¿be sure set is disconnected from your body then select continue" on the prime screen. The pump was detecting the correct force. The pump completed a 24 hour duration test with no loss of primes or alarms duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.